Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. High impedance measurements and failure to capture were also noted. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011. (B)(4).